Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping, and the customer was advised to rely on a backup pump if the battery depleted before receiving the new supplies.